Manufacturer narrative:
(B)(4). One sample of an endobronchial tube was returned for evaluation. Visual inspection and performance testing was performed, and the device was found to function as intended. The customer reported malfunction could not be verified on the returned sample.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during pre-test of an endobronchial tube, and prior to use in a patient, an incomplete deflation of the white cuff was confirmed. There was no patient involvement.